Manufacturer narrative:
The manufacturer's product support engineer (pse) replaced the pm pcba as previously determined. No further part replacements were necessary. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from customer biomed reporting the v60 ventilator would not power on with no display. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (be) and confirmed the reported issue. The be confirmed that the led on power switch overlay illuminates, indicating that the unit is plugged in. However, when the customer attempted to power the unit on, nothing happened. The be verified all connections from the user interface (ui) assembly to the power management (pm) printed circuit board assembly (pcba). The issue persisted. The be reported the device's pm pcba was replaced in recent months. The rse concluded the pm board replacement may be defective and initiated an onsite service for further evaluation. A manufacturer's product support engineer (pse) evaluated the device and reported the alarm sounded and red led flashed while screen remained black when power on was attempted. The device was on battery power and on ac power. The pse suspected out of box failure of pm pcba. The pse scheduled a follow up service appointment to replace the pm pcba with a new power supply as backup if the pm pcba does not restore the unit to proper working condition. The investigation is ongoing.